Manufacturer narrative:
Concomitant medical products: patient medication include but are not limited to : lipitor, norvasc, nephrovite, parlodel, colace, pepcid, lasix, heparin 5,000 units q8hours, apresoline, lisinopril, and morphine prn prior to operation. (B)(4). Additionally, the IFU directions specify to: verify the vessel is of adequate diameter and tortuosity to accommodate the introducer sheath.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm measuring 57.8mm in diameter and was implanted with a gore&#59412;tag&#59412;thoracic endoprosthesis in zone 4 of the distal descending thoracic aorta. The access method was reported to have been via cutdown and percutaneous on the right side using the femoral artery. A gore&#59396;dryseal sheath was successfully used for delivery of the device for deployment, with no reported resistance or difficulties encountered. The patient survived the procedure. Immediately post operatively, the patient was reported to have pulseless right lower extremities and was taken back to the operating room, wherein a dissection was determined. The patient underwent right common iliac artery (rcia) and right external iliac artery (reia) stenting with ev3 self expanding 8mm stents. Additionally bypass of the external iliac artery to common femoral artery was also performed with a bypass graft. The dissection was reported to have begun in the rcia and extended into the reia. It was reported that access vessels diameters were unavailable as the computed tomography angiography did not scan through the pelvis. No anatomical concerns were reported for the patient and the dissection is believed to have a result of trauma from the sheath. The patient survived the procedure and was discharged on (B)(6) 2016.